Event description:
A report was received that the patient had developed an infection. Symptoms include fever and redness at the ipg site. The physician did not believe that the infection was device or procedure related. The patient was administered intravenous antibiotics. The patient underwent an explant procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.